Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted rattling/rubbing noise during initial power up from the core fan assembly. The customer had already removed the filter and bezel. The fse noted that the left fan on the core fan assembly had a bigger gap near the fan motor housing than the other two fans, as well as the fan blades were rubbing on the fan assembly cage. The fse powered down and replaced the core fan assembly to resolve the issue. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. A review of the site's complaint history revealed no other reportable events related to this issue. No images or procedure videos were shared for the event. This complaint is being reported based on the following conclusion: the issue resulted in system unavailability after the start of a surgical procedure leading to the procedure being converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the vison side cart (vsc) was overheating. The site confirmed nothing was in the front of the vsc blocking the fans. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site get event logs and they showed error 92 pointing to the vsc core. The tse had the site remove the cover and filter, and the site stated that the fan was making a loud noise. The site was getting a second vsc ready to possible swap out and that they would call back if needed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 30-june-2021: the customer contacted technical support when the issue occurred, however the customer could not resolve the issue. Technical support suggested the customer bring in another vsc because the system may shut down. Customer followed their instructions and within 15 minutes from the phone call, the system shut down. The customer swapped the vsc and continued with the procedure robotically. The procedure was completed with no patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the customer was not able to disclose that information.